Event description:
Additional information received confirmed that the patient's ins was moving around in their right back and that they first noticed this acouple of months ago however it was also reported that the patient thought the ins battery moved and thought it was floating, but it didn't. The patient stated that they would take it by the hand and move it back to stop the pain. In addition, the patient noted that they were hurting but their healthcare professional (hcp) did not think it was due to the ins device. It was also noted that the patient had fallen about 2.5 months ago on their butt but that they believed that the ins was probably been loose before and that the fall just finished the job. The patient stated that they had problems recharging which they first noticed at the beginning of the year which they attributed to some weight gain of (B)(6) since implant of the device. The patient did not that they were sick of this and that the device was so big and that everyone else's is so small. The patient stated that the ins was working like it should and that it was going to be replaced due to expected longevity of the ins although they did not think it would help them (device was implanted to help with their legs). It was noted that the patient had complex regional pain syndrome (crps) and that their back and spine were curved. The patient did not currently have a managing physician and did not know if they wanted to go back to the doctor they most recently saw. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had moved from one side to the middle of their back. The patient did not really notice that the ins moved as they had gained weight. The patient also experienced extreme pain in their tailbone/right hip and they thought it was from a nerve or ¿something from the ins moving¿. It was noted that they hurt when they stand which started about 6 months to a year ago but the pain had become more extreme in the last couple of weeks and now could not stand. The patient had contact their physician today regarding the issue but had not heard back. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37651, serial# (B)(4), product type recharger; product ID 3998, lot# v012618, implanted: (B)(6) 2007, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4)